Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators confirmed the bolus button cover and plug are detached from the pump, exposing the internal contact. No evidence of contamination or other anomalies found. Observed the battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment.